Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 411 mg/dl. The customer treated their blood glucose with their insulin pump. The customer stated that the cannula had a slight bend to it. The customer had changed the set since then. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.